Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on an acute myocardial infarction (ami) patient, but the iab was unable to advance due to unwrapping failure of the balloon. Replaced iab to continue therapy. No patient injury was reported.